Event description:
Customer reports to have received a no delivery alarm and motor error alarm. Customer's blood glucose was 400 mg/dl. Customer reports to have to bang insulin pump in order deliver a bolus. Customer states insulin pump was exposed to magnetic field or MRI. Customer declined to troubleshoot further as she just wanted to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. No excessive no delivery alarms could be verified due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.